Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer's current blood glucose level is 411 mg/dl and at the time of the incident was 19 mg/dl. It also stated that drive support cap was normal and insulin was exited at qr. The customer treated blood glucose with food. Based on customer report customer does not allege pump was under delivering and over delivering. The customer was neither hospitalized nor admitted for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.